Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during thoraco/lobectomy, for the third firing for lobectomy they closed the jaws and tried to open them, however could not. They fired the device as a trial and pulled the black return knob back, however could not open the jaws. Replaced by a new device, the firing was completed. The event occurred during the procedure but the product was not used for patient. The status of the patient is alive with no problem.